Event description:
Patient had two hsv 1 positive tests (index values = 1.32 and 2.89) and one hsv 2 positive test (index value = 1.30) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference report: mw5116917.